Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the high impedances was due to the lead continuously detaching from the battery screw/was threaded too tight. Was able to exchange the lead and confirm lead to battery tight by unscrewing screw. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the manufacturer representative (rep) said patient has implant replacement today and impedance showed electrode 0 with 1 and case was high electrode 1 with 0 and case was high electrode 2 is high with case electrode 3 with case is high technical services (ts) confirmed the ins is in the pocket, ts asked rep to check to pocket to make sure it's not dry. Ts also recommend running stimulation to see if that will change impedance values. Rep had to go back into or.